Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between september 3-5, 2025. H11: the device was received for evaluation containing 115ml of fluid in the bladder. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow during patient infusion. The device was filled with 115ml of fluorouracil and saline. An air lock was suspected to be the cause. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.